Manufacturer narrative:
Based on the reported event, the 6000-651-000 was corrected to be the primary device, and the 7700-300-000 is now listed as concomitant.

Event description:
It was reported that during a surgical procedure at the healthcare facility, accuracy was insufficient after initial mask registration. It was reported that there was a 30 minute delay during the surgery. It was reported that the procedure was completed successfully without medical intervention.

Event description:
It was reported that during a surgical procedure at the healthcare facility, accuracy was insufficient after initial mask registration. It was reported that there was a 30 minute delay during the surgery. It was reported that the procedure was completed successfully without medical intervention.